Event description:
It was reported by the attorney that the plaintiff had an open heart bypass surgery in 1995 at a medical center. The surgeon closed the mediastinum with size 1 vicryl and 2-0 vicryl and skin clips on the skin. On 02/01/1995, it was documented that the pt "had a sternal infection, culture staphloccoccus aures and ec faecalls and staphaemolyticus." Attorney alleges that the use of vicryl sutures led to a sternal infection which required the removal of the sternal bone and multiple surgeries to the plaintiff.